Event description:
The device was returned to the svc ctr for replacement of the lithium battery. This does not indicate a reportable malfunction. However, during verification testing at the svc ctr, corrosion from leakage from the disposable batteries was noted in the battery compartment and battery door of the device.

Manufacturer narrative:
The device was received at the svc ctr on (B)(4) 2014. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.